Event description:
The pt was hemodynamically compromised and was taken to the cardiac cath lab for the insertion of a iabp. The iab failed to inflate. This was manifested as there was no improvement in the augmented systolic pressures which were running in the 80's. Under fluoroscopy, it was noted that the proximal portion of the balloon was inflating but the distal one-half to two thirds did not inflate. The iab was removed and a second was inserted into the pt. (Multiple event to initial complaint number 96-00306.) Event complications: unknown - reported 11/4/96. Pt's current status: unk - rptd 11/4/96.

Manufacturer narrative:
The product was nto returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.